Event description:
Customer reported controls failing for bilirubin and urobilinogen.

Manufacturer narrative:
Customer reported ichem velocity failing bilirubin and urobilinogen controls. There was no impact to patient results. An iris customer technical support (cts) was able to instruct customer to adjust the probe to the right. Controls passed and system was operational.